Event description:
Boston scientific received information that latitude detected a low shock impedance measurement on this device system. The device was interrogated and all lead measurements were found to be within acceptable limits. The patient's physician and clinic would continue to monitor the device on latitude. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.